Event description:
The rptr stated that the surgeon used the manta ray variable screw (14mm) to secure the manta ray anterior cervical plate when the self-drilling screw drove through one plate hole. The surgeon was not using a drill guide; he did use the awl to create the initial hole, but did not use the guide built into the tip of the awl. He inserted the self-drilling screw freehand. The surgeon removed the manta ray plate and instead used a tether anterior cervical fixation system plate.

Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. The product was received for eval. It was observed that the base of the screw hole in the plate was damaged where the head of the screw pulled through it. The head of screw had the anodizing worn off it, as well as scratches on the last two threads. The surgeon did not use the drill guide built into the awl; this does not assure the hole is concentric with the hole in the plate. The design of the screw head and neck, and the manta ray plate was modified to address this issue in 2008. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.